Manufacturer narrative:
Concomitant medical products: product ID: dtba1d1, ICD implanted: (B)(6) 2013, 310c31 tissue valve (B)(6) 2008, 429688, lead implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was not sensing at 30 beats per minute. The rv lead remains in use. No patient complications have been reported as a result of this event.